Event description:
Rptr complains of rashes, scaly skin, burning pain in chest, dry eyes and vagina, hands turn white in cold, joint swelling and tenderness, enlarged lymph nodes, muscle aches, pains and weakness, loss of memory and sensation, hair loss, bladder and colon problems, chronic fatigue, low grade fever, and eye problems. (Same rptr referred to in 1002190.)